Event description:
It was reported that the trained physician attempted an arteriotomy closure with a starclose vascular closure system after an interventional procedure. The vessel locator wings collapsed after step 3 before the trigger was used. Manual compression was applied. There were no adverse patient events as a result of this incident.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received and there was no lot information. We were not able to perform device history record review in this case. A supplemental report will be submitted with any relevant information. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.